Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional common device name and product code - pin, fixation, threaded - jdw. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Surgeon was drilling with 5.0mm cannulated drill bit which was placed over a 2.8mm threaded guide wire, the drill bit tip broke. Surgeon removed all fragments and a new drill bit was used. Procedure was reportedly completed with no further problem. Surgeon noted the threaded guide wire may have been bent, causing the drill bit to break. This is 2 of 2 reports for the same event, complaint (B)(4).